Event description:
The customer reported that the system did not display a live image. The customer reported the system which did not fix the problem. They replaced the system and completed the case with another unit.

Manufacturer narrative:
The ge service rep could not duplicate the problem. He downloaded and checked the log files, replaced the interconnect cable, replaced the defective cross arm brake and tested the system. The system is operating as intended.